Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the japanese market on (B)(6) 2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on (B)(6) 2015 the voluntary recall was expanded to include these additional lens models. Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: 2015-133039

Event description:
A doctor reported postoperative endophthalmitis following a cataract intraocular lens (iol) implant procedure performed approximately one year ago. Product sample is unavailable for return.